Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to see this patient in pyxis nor under facility search. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the user was unable to see this patient in pyxis. A technical support specialist dial into the server and ran queries to retrieve admit discharge transfer (adt) messages for the patient referenced in the case. Review of the es server confirmed that the patient status remains as "preadmit." Device configuration was verified, and the "show preadmit" option was found to be unchecked on both stations. Further analysis of the adt message indicated that the patient class was received as "outpatient,". The system functioned as intended after the technical support specialist troubleshot the device.